Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) and the upper case were broken, therefore they were replaced. Analysis also found that the side bail covers were broken and that the keyboard was damaged. (B)(4).

Event description:
It was reported that the external pulse generator had physical damage and a broken display. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had physical damage and a broken display. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.